Event description:
Mother states that she does not like the pen-needles. States that she believes there is waste of drops left over after administering medication to her daughter. States she see droplets on the skin when she withdraws the pen needle.